Event description:
Fifteen patient samples with discrepant sodium results. Patient 2: initial result gave 117 mmol/l; repeated twice giving 118 and 126 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. Initial result gave 128 mmol/l; repeat gave 138 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. In 2008, patient 9: initial result gave 126 mmol/l; repeat gave 136 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. In 2008, patient 11: initial result gave 126 mmol/l; repeat gave 135 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. In 2008, patient 13: initial result gave 129 mmol/l; repeated twice giving 134 and 133 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. Patient 5: initial result gave 128; repeat gave 134 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. Patient 4: initial result gave 117, repeated twice giving 129 and 141 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. Patient 6: initial result gave 117 mmol/l; repeat gave 132 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. Patient 7: initial result gave 129 mmol/l; repeated three times giving 137, 136 and 139 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. In 2008, patient 8: initial result gave 123 mmol/l; repeat gave 136 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. In 2008, patient 10: initial result gave 126 mmol/l; repeat gave 134 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. In 2008, patient 12: initial result gave 128 mmol/l; repeated three times giving 137, 124 and 133 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. In 2008, patient 14: initial result gave 128 mmol/l; repeat gave 138 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. In 2008, patient 15: initial result gave 121 mmol/l; repeated twice giving 129 and 133 mmol/l. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.

Event description:
Fifteen patient samples with discrepant sodium results. Patient 1: initial result gave 127 mmol/l; repeated twice giving 139 mmol/l each time. No erroneous results were reported. The field service representative was unable to determine a root cause. Performance tests were performed.